Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high results compared to his feelings and normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 9pm, the patient reported obtaining a reading of "249mg/dl" on the lfs meter. The patient reported taking a combination of medications including unknown insulin on a sliding scale and metformin 850mg 3 times a day and glipizide, 10mg twice a day. The patient reported making no changes to his usual diet, activity level or medications on (B)(6) 2012. The patient reported 2 hours later he developed symptoms of "shakiness." The patient reported on (B)(6) 2012 at 11:30pm, he treated himself with something to eat or drink in response to the symptoms. At the time of troubleshooting, the cca noted the patient's test strips were in good condition. The subject meter was found to be in the incorrect code. When a control solution test was run, a result of "133mg/dl" was obtained, which falls within the recommended range. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he developed symptoms suggestive of hypoglycemia and required self treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.